Event description:
It was reported that the insertable cardiac monitor (icm) was sticking out of the patient skin. Technical services (ts) advised the patient reach out to their clinic for follow up. The device was explanted by the clinic and no new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of erosion. Infection is a known medical risk when the skin barrier is breached. Diagnostics were performed and inspection confirmed no anomalies with the device battery or memory. Analysis of the returned product is not able to provide relevant information for erosion-related allegations.

Event description:
It was reported that the insertable cardiac monitor (icm) was sticking out of the patient skin. Technical services (ts) advised the patient reach out to their clinic for follow up. The device was explanted by the clinic and no new device was implanted. The device was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was sticking out of the patient skin. Technical services (ts) advised the patient reach out to their clinic for follow up. The device remains in service. No adverse patient effects were reported.